Event description:
It was reported that during an unknown procedure, the device was leaking when there were instruments introduced in and out during the procedure. It is not known how the case was completed. There was no patient consequence reported. The device was discarded. No other information was available from the account.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.